Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and high out of range pacing impedance measurements on the right atrial (ra) channel. Technical services (ts) reviewed and stated that the ra lead was likely broken with multiple lead safety switches and recommended to have the lead replaced soon. Ts also recommended programming options. This device and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).